Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: one unexplained pump reboot event was observed in the black box on (B)(4) 2014. No damage was found to the returned battery cap. The battery compartment was cracked below the bumper grip and there was evidence of moisture in the compartment. The returned battery cap fully attached to the pump with no yellow o ring visible. The pump completed a 24 hour duration test with the returned battery cap; no power interruptions were duplicated. A leak test revealed a battery compartment leak. No evidence of internal moisture was observed on the printed circuit board or internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an intermittent power issue. There was evidence of moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.